Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a universe reverse shoulder surgery the impactor of the device broke when the device was taken out. The sample rasp of the device was then removed with the threaded rod of the sieve. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the handle trigger, pin, trigger spring pin, and compression spring were found to be disassembled. The pin was not returned for investigation.